Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that an ocean water seal chest drain did not provide the proper pressure for the chest tube. A second drain from a second lot number was opened and the same issue occurred.

Manufacturer narrative:
Based on additional information received this complaint is a duplicate of a complaint already in the system. Reference MDR 3011175548-2021-00164.

Event description:
Based on information received this complaint was a duplicate complaint already reported.